Event description:
This complaint consists of tht registry data from japan. The information was obtained through the registry, no further details have become available for this event. It was reported through the tht registry from japan that on 28 april 2025, a 25mm navitor vision valve was successfully implanted without any complications. On (B)(6) 2025, the patient was an emergency patient and expired due to poor ejection fraction. Additional information received: it was reported that the transcatheter aortic valve implantation (tavi) was performed to treat severe aortic stenosis. The valve was successfully implanted without any complications. However, the patient developed cardiogenic shock and septic shock due to intestinal infection, leading to cardiac arrest. Although spontaneous circulation was restored, hemodynamic stabilization became difficult due to refractory heart failure and poor infection control, and the patient subsequently died.

Manufacturer narrative:
An event of patient death due to poor ejection fraction post 9 days of successful navitor implant was reported. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. Based on the available information, the cause of death was reported as poor ejection fraction. However, the cause of poor ejection fraction cannot be determined. No new hazards or harms were identified that would alter the current benefit¿risk profile. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. Therefore, no remedial action is required at this time. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.

Event description:
This complaint consists of tht registry data from japan. The information was obtained through the registry; no further details have become available for this event. It was reported through the tht registry from japan that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted without any complications. On (B)(6) 2025, the patient was an emergency patient and expired due to poor ejection fraction.

Manufacturer narrative:
An event of patient death due to poor ejection fraction post 9 days of successful navitor implant was reported. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. Based on the available information, the cause of death was reported as poor ejection fraction. However, the cause of poor ejection fraction cannot be determined. No new hazards or harms were identified that would alter the current benefit¿risk profile. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. Therefore, no remedial action is required at this time. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.

Manufacturer narrative:
An event of patient death due to poor ejection fraction post 9 days of successful navitor implant was reported. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. Based on the available information, the cause of death was reported as poor ejection fraction. However, the cause of poor ejection fraction cannot be determined. No new hazards or harms were identified that would alter the current benefit¿risk profile. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. Therefore, no remedial action is required at this time. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.

Event description:
This complaint consists of tht registry data from japan. The information was obtained through the registry; no further details have become available for this event. It was reported through the tht registry from japan that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted without any complications. On (B)(6) 2025, the patient was an emergency patient and expired due to poor ejection fraction. Additional information received: it was reported that the transcatheter aortic valve implantation (tavi) was performed to treat severe aortic stenosis. The valve was successfully implanted without any complications. However, the patient developed cardiogenic shock and septic shock due to intestinal infection, leading to cardiac arrest. Although spontaneous circulation was restored, hemodynamic stabilization became difficult due to refractory heart failure and poor infection control, and the patient subsequently died.